Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime after port placement procedure, the port catheter fractured and patient developed with unspecified infection. Reportedly, the patient expired, and the cause of death was not provided.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Manufacturing review: he device history records have been reviewed, and this lot met all release criteria. Investigation summary: the device was not returned for evaluation. No medical records were provided. The reported fracture, infection and death therefore cannot be confirmed. No causal relationship between the fracture and the infection or the patient death has been established. Based on the available information, the definitive root cause of the fracture, infection and death is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g3, h6 (component, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime after port placement procedure, the port catheter fractured and patient developed with unspecified infection. Reportedly, the patient expired, and the cause of death was not provided.